Event description:
It was reported that during a rfa procedure on (B)(6) 2026, the patient became unstable and the patient was quickly flipped back onto the gurney and started to deteriorate. The patient then had a code blue and his heart stopped. The hospital's medical team assisted the patient while still in the operating room and performed CPR for approximately 35 minutes but were unable to resuscitate the patient. The patient then passed away.

Event description:
The patient then had a cardiac arrect and his heart stopped.

Manufacturer narrative:
The results of the investigation are inconclusive since the event was not attributed to abbot devices.based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.